Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. A 18x90/10fr 75cm wallstent was selected for use during venous compression. However, during unpacking outside patient's body, the physician noted that the tip of the catheter was missing. The procedure was completed with another 18x90/10fr 75cm wallstent. No complications were reported.